Event description:
Min button on the harmonic ace laparoscopic shears would not activate. The cord was replaced, assembly tightened and subsequently the generator exchanged with an error still being noted. FDA safety report ID# (B)(4).